Manufacturer narrative:
The following devices were also listed in this report: unknown size 4 femur; cat#unknown; lot#unknown; unknown size 3 tibial component; cat#unknown; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a stage 1 revision was performed on patient's right knee due to infection. Surgeon reported the infection was due to cellulitis.